Event description:
It was reported that when (1) device was used during a laparoscopic gastric bypass, the device fired an incomplete staple line. Another stapler was used to complete the case. The or time was extended by about 15 minutes and a specimen of the colon was removed.